Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet® solent¿ omni catheter for a thrombectomy procedure in the superficial femoral artery (sfa) graft. Power pulse was performed; however as the catheter was switched over to "angiojet" the catheter became stuck on the non-bsc wire. The physician was able to get that wire out and it was replaced with another non-bsc wire of similar size; however, it stuck on that wire as well. The first two wires were pulled out using a hemostat. A third non-bsc wire was used; however became stuck as well. The physician eventually pulled the catheter and wire out completely. A drip infusion catheter was used to drip the patient overnight. There were no patient complications reported and the patient¿s status was reported as okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. Visual and tactile examination showed no irregularities to the catheter or tip. Catheter visual and tactile examination showed a small kink in the catheter approximately 48 cm from the strain relief. A 0.35 super stiff guide wire was inserted into the device and had some resistance at the kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet® solent¿ omni catheter for a thrombectomy procedure in the superficial femoral artery (sfa) graft. Power pulse was performed; however as the catheter was switched over to "angiojet" the catheter became stuck on the non-bsc wire. The physician was able to get that wire out and it was replaced with another non-bsc wire of similar size; however it stuck on that wire as well. The first two wires were pulled out using a hemostat. A third non-bsc wire was used; however became stuck as well. The physician eventually pulled the catheter and wire out completely. A drip infusion catheter was used to drip the patient overnight. There were no patient complications reported and the patient¿s status was reported as okay.